Event description:
It was reported that during a digestive procedure, the clips will not hold after placing. Threads were used instead and in order to reinforce the clips. Surgery was prolonged less than thirty minutes. There were no adverse consequences for the patient. Clips will not hold after placing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please clarify, was there any patient consequence? Was there any bleeding and was it controlled by suture? Or, was suture just used to complete case instead of clip applier? There was not any patient consequence but the procedure was longer than expected (lengthening less than 30 minutes). There was not any bleeding controlled by suture, the suture was used instead of clip applier and in order to strengthen the clips already placed.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.